Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported door not fully latched alarm was reproduced and confirmed through evaluation. This condition was caused by loose upper link screws. The link screws were replaced.

Event description:
It was reported a spectrum pump had a door not fully latched message. It was also reported there was no pt involvement.